Manufacturer narrative:
Subject device is not available.

Event description:
During the procedure the a2 segment of the anterior cerebral artery was successfully accessed with the exchange length guidewire (subject device) and microcatheter combination. Under roadmap guidance the microcatheter was replaced with another catheter in order to deploy the stent. The exchange guidewire (subject device) was removed and the stent was successfully deployed across the aneurysm neck. On post stent placement, lateral view showed an active contrast extravasation from the distal right anterior cerebral artery branch. The physician navigated a microcatheter over the guidewire into the perforated distal anterior cerebral artery branch and placed one coil. In addition the physician administered 15mg of intravenous protamine. Subsequent angiogram showed cessation of the contrast extravasation. The access devices were removed and the arteriotomy site was closed. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Hemorrhage and vessel perforation are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
During the procedure the a2 segment of the anterior cerebral artery was successfully accessed with the exchange length guidewire (subject device) and microcatheter combination. Under roadmap guidance the microcatheter was replaced with another catheter in order to deploy the stent. The exchange guidewire (subject device) was removed and the stent was successfully deployed across the aneurysm neck. On post stent placement, lateral view showed an active contrast extravasation from the distal right anterior cerebral artery branch. The physician navigated a microcatheter over the guidewire into the perforated distal anterior cerebral artery branch and placed one coil. In addition the physician administered 15mg of intravenous protamine. Subsequent angiogram showed cessation of the contrast extravasation. The access devices were removed and the arteriotomy site was closed. No further information is available.